Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the freestyle strips was reviewed the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Serial number has been updated to unk. The meter serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (B)(4) was deemed to be invalid upon extended investigation.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 79 mg/dl, 250 mg/dl and 56 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 79 mg/dl, 250 mg/dl and 56 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.